Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the assignable root cause for the reported condition of component damaged was determined to be due to component failure from wear. It was further determined that the cause for the turn knob becoming detached from the handpiece device was a confirmed design error and has been further investigated and assessed under a CAPA.: service review: a review of the service history record indicated that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. The failure identified is a design issue and has been covered under a CAPA. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device failed visual inspection as the turn knob on the battery oscillator device was detached from the handpiece device. It was determined that the device failed functional testing as the saw blade could not be mounted during the assessment. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades and check function of device. It was noted that not all pretesting steps could be performed. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.